Event description:
It was reported that the atrial lead lost capture and had dislodged. Attempts to reposition it were unsuccessful so the lead was replaced. Upon opening the pocket it was noted that there seemed to be blood in the device header. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.